Event description:
During a preventive maintenance check the technician found the casters at the head and foot end of the bed were ratcheting and not locking when in brake.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the bed.